Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated patient results, while using architect stat troponin-I, list 2k41-38, lot 36932un14. A review of tickets did not identify an increase in complaint activity related to falsely elevated patient results. However, an increase in activity was identified for reagent lot 36932un14. Accuracy testing was completed using retained kits of reagent lot 36932un14 and acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that lot 36932un14 performs per specification. No malfunction was identified. Per the complaint text no further elevated results were observed following service and implementation of a 20 minute hold of samples prior to centrifuging. Based on this information the issue could be a service resolved instrument issue or sample integrity. A review of labeling shows a discussion of conditions that may cause erroneous results. No additional issues were identified; no further action is required at this time.

Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on two patient samples. Results provided were: (B)(6) = 0.14 / <0.04ng/ml; (B)(6) = 0.116 / 0.04 / 0.04 / 0.04ng/ml. The customer's diagnostic cutoff for troponin is >/= 0.04ng/ml. There was no reported impact to patient management. There was no additional patient information provided.